Manufacturer narrative:
The date of this submission is (B)(6)-2015. Manufacturing for this product ceased in 2009 and the PMA was delisted per FDA correspondence dated (B)(6)-2010. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6)-2015 from a reporter reporting for a consumer (age and gender unspecified) from the united states identified by the reporter via an internet search. The medical history and the concomitant medications were not reported. On an unspecified date in 2009, the consumer was injected with evolence collagen filler (frequency, lot number and expiration date unspecified) intradermally, for an unknown indication under the eyes. Immediately two bumps and bump marks developed under each eye. On an unspecified date, the consumer underwent a mini eyelid lift to remove the marks. After the procedure, one side of the mark appeared less while the other was still present. Two and a half years post-surgery, the consumer consulted another physician who administered an unspecified reversible filler (dose, frequency, lot number and expiration date unspecified) intradermally, for the hollow area under the eyes due to surgery. The consumer developed lumps under each eye and was advised that these may be scar tissues but the physician ¿reversed it¿ and the skin came back to the way it was before the hollow from the surgery. About a week prior to (B)(6)-2013, the consumer underwent a pinch lift and was administered with unspecified fat filled injection (dose, frequency, lot number and expiration date unspecified) intradermally, for the hollow area under the eyes. After an unspecified duration, the area became swollen and the consumer described a hard rope feeling substance under each eye. The action taken with the device and with the reversible filler and fat filled injection was unknown. The events did not resolve. All market distribution of the device was discontinued in 2009 and the manufacturer (colbar lifescience, ltd) had subsequently closed. The complaint investigation was closed with a disposition of undetermined. This report was assessed as serious (medically significant) and company causality was assessed as related.